Manufacturer narrative:
The graft sample was not returned; therefore an evaluation of the actual product could not be performed. The pictures provided exhibit shredding of the surface of the graft when attempting to remove the helix wrap. While the rings are added to the advanta vxt to improve kink, compression and torque resistance, a physician may choose to remove portions of it for surgical/technical reasons. The instructions for use (IFU) clearly define the appropriate steps of removing the helix. Hold the graft flat (horizontal). Take the very distal portion of the ptfe ring with a pair of forceps and slowly pull off the ring at a 45 degree angle, being mindful not to catch the outer soft wrap. If the external support rings are pulled too quickly, it is possible for a small portion of the vxt outer wrap to be removed. Should the outer wrap fray, the physician is still left with the base layer, which will be sufficient to complete the procedure. All DHR's associated with the graft lot were reviewed and found to be complete and accurate. All of the test results met the acceptance criteria.

Manufacturer narrative:
We are in the process of performing the investigation and will submit the follow-up report once the evaluation is completed.

Event description:
Report received stated that when the physician attempted to remove the helix of the graft the second layer of the graft also peeled off.